Event description:
While inserting the screw to secure a plate, the surgeon noticed that the head of the screw had snapped off. An attempt was made to retrieve the implanted shaft, but was unsuccessful.